Event description:
Event description guidant received information that this chronic epicardial patch was unable to measure an impedance. When performing a 2 joule shock, an impedance of 149 ohms was obtained.